Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified deformation. Device patch with lot number 2155426. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The events of capsular contracture baker grade iii-IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV and seroma-late.

Event description:
Healthcare professional reported left side "folds, nodule,capsular contracture baker grade iii to IV, pain and small seroma" the device has been explanted.